Event description:
The customer reported that the sys intermittently displayed a low milliamp error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. A filament calibration was performed. The sys was tested and found to be working as intended and put back into svc.